Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not perform fluoroscopy. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.